Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient had purulent drainage at the driveline exit site. A site culture found moderate growth of (B)(6). The wound was to be packed with iodoform and unspecified antibiotics were initiated. It was reported that the patient required prolonged hospitalization and unspecified changes were made to medication. The infection was reported as ongoing.